Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a suresigns vsi indicating that the device indicates an audio failure. The device was not in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
A remote service engineer communicated remotely with the customer who requested a quote to replace the speaker; however, no additional information was provided by the customer to indicate if the speaker was producing sound or not. The product malfunction was unable to be confirmed because the customer did not provide additional information related to the function of the speaker. A replacement speaker assembly was shipped to the customer to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.